Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg of a 6f¿12f mynx control venous vascular closure device (vcd) did not adhere to the venotomy. The sealant was not deployed and remained stuck to the device. The peg came out after pressing button 2 and pulling the device out. Hemostasis was achieved with manual compression for approximately 20 minutes. There was no reported patient injury. Device storage temperature did not exceed 25 °c. There was no shallow vessel depth reported. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use. The procedure was an interventional electrophysiology atrial fibrillation ablation. The user was trained in the device at a previous residency program. A non-cordis sheath introducer was used. The vessel diameter was reported as suitable but not confirmed. The access site was the right groin, with one access site out of three affected while two deployments were successful. Scar tissue was noted in the venous area from previous procedures.